Manufacturer narrative:
A steris service technician arrived onsite to inspect the 4085 surgical table and found no issues with the function or operation of the table or the hand control. No repairs were required, and the table was returned to service. Based on the technician's inspection, a likely root cause of the reported event is that the hand control was not properly connected to the 4085 surgical table. The 4085 surgical table operator manual states, "1. Remove universal hand control from package. 2. Lift hinged plastic protective cover for handle connection socket. 3. Align red mark (or arrow) on hand control plug with red mark on connection socket. Figure 4-5. Hand control, connection detail 4. Push hand control plug into table socket until a "click" is heard. 5. With the table at the precise location, use the floor lock button (on the hand control) to lock the table in place. (If needed, refer to section 5.3, universal hand control). 6. Place hand control on table side rail". The table was installed in 2013 making it approximately 12 years old and is not under steris service agreement for maintenance activities; the user facility is responsible for all maintenance activities. The device history record for the table subject of the reported event was reviewed and confirmed the table was manufactured to specifications; no abnormalities were noted. A steris account manager offered in-service training on the proper connection of the 4085 surgical table and is awaiting a response from the user facility. A follow-up report will be submitted once additional information becomes available. UDI related data clarification, the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a patient procedure the hand control to their 4085 surgical table was unresponsive. The patient was transferred to a different table and the procedure was completed successfully following a short delay. No report of injury.

Manufacturer narrative:
While onsite the technician counseled user facility personnel on the proper operation and connection of the hand control to the 4085 surgical table. No additional issues have been reported.